Event description:
Report received indicated the pt experienced red; itchy; bleeding rash under 100 percent of the mass. Pt used adhesive remover wipes to cleanse the area and stomhesive powder blotted with barrier wipes. The pt experienced the condition over a period of 6 weeks with averaging a wear time of 2-3 days. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.